Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 510 mg/dl. The customer¿s blood glucose level was 400 mg/dl when she was in school, at the time of incident blood glucose level was 360 mg/dl and current blood glucose level was 329 mg/dl. The customer experienced symptoms such as feeling nauseous and vomiting. The customer was treated with insulin, intravenous fluid and insulin drip. The customer was not wearing the insulin pump during the hospitalization and the customer was off the pump for less than 48 hours. The insulin pump will not be returned for analysis.